Manufacturer narrative:
H3:product analysis: evaluation determined that the distal bearing was detached. The likely cause of failure was not able to insert tool in attachment. It was also noted the bearings were corroded, burr guide found corroded, spring and washer found corroded, attachment markings found faded. The complaint status is updated as the complaint is in scope of remediation under CAPA 672570. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device bearing was broken. It was reported there was no reported patient involvement. Additional information was received stated that detached bearings were found during evaluation.